Event description:
This 81 year old female arrived to the emergency room by private vehicle in a state of full cardiopulmonary arrest. Was defibrillated. The paddle charge light came on when the power switch was turned on but the unit would not discharge. Another defibrillator was used to defibrilate the patient. She died despite resuscitation attempptsdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: electrical problem. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.